Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an infusion set occlusion while using a contact detach infusion set and completed a full supply change, after which insulin delivery resumed; troubleshooting and education were provided, and there were no alerts or alarms, with blood glucose reported as unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status, no medical or surgical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an infusion pathway obstruction consistent with an occlusion that resolved following replacement of disposable supplies, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that user handling and disposable component performance were the most probable contributors, and the event resolved with standard supply replacement.